Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.

Event description:
The end user was going up a ramp into a doorway and rolled back. The anti tips bent back and broke and he fell back onto his head requiring stitches.